Event description:
It was reported that the patient noticed puss at the ipg pocket incision. In turn, patient went to the emergency room, where no infection was confirmed. Patient is currently on antibiotics.

Manufacturer narrative:
A patient's wound has not healed and is now an infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Patient is currently on antibiotics. As a result, a device history record was performed to review and confirm the sterility of the devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical code to reflect infection.

Event description:
Additional information revealed that the wound has not healed and is now an infection. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Patient is currently on antibiotics.

Event description:
Additional information revealed that the infection has resolved.